Event description:
Biopince core biopsy device has a selectable depth, allowing 1.3, 2.3 or 3.3 cm of excursion when activated. I set the depth to 2.3 cm, but when activated, the excursion was 3.3 cm. I watched the depth selector slide forward when I activated the device.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.